Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included: overweight, acid reflux (oesophageal) and cervicitis. Concomitant products included: esomeprazole, famotidine, methocarbamol, promethazine and topiramate. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced back pain ("low back pain"). In (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). And was found to have weight increased ("weight gain"). In 2007, the patient experienced migraine ("migraine"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), weight fluctuation ("weight gain/loss"). And abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy, with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, migraine, headache, weight fluctuation, nausea, weight increased and back pain outcome was unknown. The dysmenorrhoea and fatigue was resolving. And the abdominal distension, vaginal haemorrhage and heavy menstrual bleeding had resolved. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 36 kg/sqm. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-may-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's concurrent conditions included overweight, acid reflux (oesophageal) and cervicitis. Concomitant products included esomeprazole, famotidine, methocarbamol, promethazine and topiramate. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced back pain ("low back pain"). In (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain"). In 2007, the patient experienced migraine ("migraine"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), weight fluctuation ("weight gain/loss") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, migraine, headache, weight fluctuation, nausea, weight increased and back pain outcome was unknown, the dysmenorrhoea and fatigue was resolving and the abdominal distension, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2021: medical record received. Reporters information and medical history were added. There was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." The patient's concurrent conditions included overweight and acid reflux (oesophageal). Concomitant products included esomeprazole, famotidine, methocarbamol, promethazine and topiramate. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced back pain ("low back pain"). In (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain"). In 2007, the patient experienced migraine ("migraine"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), weight fluctuation ("weight gain/loss") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, migraine, headache, weight fluctuation, nausea, weight increased and back pain outcome was unknown, the dysmenorrhoea and fatigue was resolving and the abdominal distension, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jan-2020: pfs received. New events: abnormal bleeding (vaginal, menorrhagia),fatigue, weight gain, nausea, low back pain were added. Concomitant conditions and drugs added. Lab data. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain ') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), weight fluctuation ("weight gain/loss") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy- partial). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, fatigue, migraine, headache and weight fluctuation outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, pelvic pain and weight fluctuation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received. Reporters information updated . This case upgrade from device other event to incident. . Event: injury were updated to dysmenorrhea (cramping). New events: dyspareunia (painful sexual intercourse),pelvic/abdominal pain, fatigue, migraine, headaches, weight gain/weight loss, bloating, plaintiff did not undergo essure confirmation test were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.